Event description:
The customer reported to olympus, the hd camera head had poor contact resulting in occasional flickering image and there was no image. The issue was found during reprocessing, the intended therapeutic laparoscope procedure was completed with the same device, and without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed, the device evaluation found that the alleged flickering image and no image could not be reproduced. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the indicated phenomenon could not be determined. Olympus will continue to monitor field performance for this device.